Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by third party health care professional was performed. X-ray review reported left total knee arthroplasty with narrow femorotibial joint spaces, consistent with wear or disruption of the polyethylene liner. Small nonspecific radiolucencies in vicinity of femoral condyle raise possibility of granulomatous osteolysis. The tibial component was mildly small relative to the patient's anatomy; however, no definite tibial component loosening or subsidence. Tibial component alignment appears standard. Femoral component fit and alignment appeared standard. General bone quality appeared normal. Small radiolucencies within medial femoral condyle femoral condyle on the ap projection and projecting over posterior femoral condyles on lateral projection are nonspecific, but may represent small regions of bony granulomatous osteolysis. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised for pain. It is believed the patient fell. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.